Event description:
The customer reported imprecise dil-hcg (human chorionic gonadotropin) results, outside the precision claims of the assay, for multiple patients, on separate days involving the unicel dxi 600 access immunoassay system. This is report one of two. An aliquot of the patient serum sample was checked for integrity, re-centrifuged, and reanalyzed. The customer currently performs all dil-hcg testing in duplicate and evaluates the results against a 15% precision claim criteria set in the laboratory. The discrepant results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the seals on the precision pump were not tight. The fse rebuilt the precision pump, replaced the belt, clip, stack spring, and installed new seals. The fse performed a precision test, high sensitivity system check, carryover test, dil-test, and pipettor verification; all results were within the assay, instrument, and laboratory specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer-supplied data indicates system parameters (including quality control (qc) and calibration) performed within the assay and instrument specifications at the time of the event. A routine system check, performed on (B)(4) 2012, shows a failing unwashed portion of the system check with a high percent coefficient of variation (%cv. The customer repeated system check and was able to obtain a passing result. The customer indicated the samples were collected into red top serum tubes and were centrifuged at 2,000 rpm (revolutions per minute) for ten minutes at 4°c. This medwatch report is related to MDR 2122870-2012-01789.